Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 129 months after the implant this lead was capped due to oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed multiple abrasion marks, particularly at 6 cm distal to the rv coil df-1 connector pin. In this region, the conductor cable to the rv shock coil was fractured. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of interaction with the generator housing. Additionally, cuts in the insulation were noted, as well as a fracture of the conductor cable to the svc shock coil. These findings most likely resulted from the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularities that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.